Event description:
Healthcare professional reported rupture. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d2, d4, g4.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. .. Reason for reoperation: rupture.